Event description:
It was reported that pump experienced malfunction alarm identified as Malf 12, with no notable events occurring before issue and caller contacted Technical Support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm happened again, and customer acknowledged instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.